Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, when the leadless pacemaker (lp) was attempted to be implanted oversensing of the atrial signal was observed. A decision was made to reposition the lp however, was unsuccessful due to high thresholds. The physician decided to abandon the device and after pulling out the catheter and introducer, a clot was observed on the lp. The device was removed and replaced. The patient was in stable condition.